Event description:
Patient reported right-side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g1, h6.

Event description:
Healthcare professional additionally reported "hole, non-specific." Device has been explanted and replaced.

Event description:
Patient reported right side rupture. Healthcare professional additionally reported "hole, non-specific." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken assessed as surgical damage and missing assessed as inconclusive. No additional observation. No further actions are required as no issues with the manufacturing process are observed. Additional, changed, and/or corrected data: d9, h3, h6.